Manufacturer narrative:
E2: health professional ¿ n (no) and e3: occupation - non-healthcare professional. Based on the results of the investigation, it is likely the following led to the malfunction: airtightness of the product could not be maintained and moisture entered the interior, resulting in flooding of the main unit's image capture and camera cable. A probable root cause cannot be identified.] A device history review - DHR of the current product was conducted, and no issues were found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited flooding in the imaging of the main unit, and the cable was flooded. There was no patient involvement.